Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 2 years of being sick (pelvic pain and excessive bleedings), the physician that saw her noticed that the pelvic area was cemented down from overgrowth of tissue which was so bad she had to have a surgery on colon (interpreted as abdominal adhesions). Her ureter was damaged (interpreted as ureteric injury). She had almost all her reproductive organs removed. At the time of report she was 3 years free of essure and its problems. The events abdominal adhesions and ureteric injury are unlisted while the genital bleeding is listed in the reference safety information for essure. In this particular case, the consumer stated that approximately 2 years after essure insertion, she had abdominal adhesions (colon and ureter) that were so bad that she had to have a surgery. It was not reported if essure was outside the fallopian tube. However, since the presence of essure in abdomen could explain this finding, the causal relationship with essure cannot be excluded. As the injury in the ureter might be a complication of abdominal adhesions, this event was also considered related to essure. The genital bleeding is considered related due to the nature of this event, lack of alternative explanation and also due to the fact that she stated that prior to essure she was a health person, this event is assessed as related to essure. This case was regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0129, awareness date 11-aug-2015). It refers to a female consumer of unspecified age in (B)(6) who had essure inserted (fallopian tube occlusion insert ) in the fall 2008. Consumer had essure procedure in 2008. Every year she became sicker and sicker. Excessive bleeding, horrible pains in the lower pelvic area. She began having various symptoms and illnesses but no doctor could make a diagnosis. Her teeth started having trouble, glands swelling in neck. She went through allergy tests, colonoscopy, various ultra sounds and sonograms, pelvic exams etc. No physician could find anything. Finally, after 2 years of being sick, a physician looked inside and pelvic area was cemented down from overgrowth of tissue which was so bad she had to have surgery on colon as well and her ureter was also damage. After having almost all of her reproductive organs removed, she is almost 3 years clear and essure-free. She was never a sickly person until she had the essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 2 years of being sick (pelvic pain and excessive bleedings), the physician that saw her noticed that the pelvic area was cemented down from overgrowth of tissue which was so bad she had to have a surgery on colon (interpreted as abdominal adhesions). Her ureter was damaged (interpreted as ureteric injury). She had almost all her reproductive organs removed. At the time of report she was 3 years free of essure and its problems. The events abdominal adhesions and ureteric injury are unlisted while the genital bleeding is listed in the reference safety information for essure. In this particular case, the consumer stated that approximately 2 years after essure insertion, she had abdominal adhesions (colon and ureter) that were so bad that she had to have a surgery. It was not reported if essure was outside the fallopian tube. However, since the presence of essure in abdomen could explain this finding, the causal relationship with essure cannot be excluded. As the injury in the ureter might be a complication of abdominal adhesions, this event was also considered related to essure. The genital bleeding is considered related due to the nature of this event, lack of alternative explanation and also due to the fact that she stated that prior to essure she was a health person, this event is assessed as related to essure. This case was regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.